Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal bleeding and stress urinary incontinence and mesh was implanted along with the concurrent procedures of hysteroscopy, dilation and curettage, thermachoice endometrial balloon ablation, and cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, vaginal scarring and abdominal distention. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and tvt was implanted into the patient. It was reported that the patient experiences yeast infections, vaginal pain, urinary issues, dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.